Event description:
It was reported that during a stenting treatment procedure, the stent that was implanted appeared longer then labeled. The physician requested a 3.0 x 16mm liberte bare metal stent for the proximal circumflex lesion. Following deployment, the stent appeared to measure 3.0 x 20mm. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4)